Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer displayed an error message indicating a "serious programmer problem" and the programmer was slow or would display an error during the threshold testing. It was noted that the error message was found in the log files. The upper display hinges were damaged and both keyboard rail guards were broken. It was also noted that the rear display cover was broken and upper display bullet was damaged. Both lower display bullets were damaged. The stylus was missing. An electromagnetic interference repair was performed as a preventative measure. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer displayed an error message indicating a "serious programmer problem" when attempting to clear files on the programmer. Additionally, the programmer was noted to hang for a few seconds with every input, the initial interrogation took an extended time to complete, and threshold testing resulted in the displayed error. There was no patient involvement.